Event description:
Customer reported air/water duct defective. The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found the air water and nozzle blocked with foreign debris. Nozzle and air water channel found clogging. This report is being submitted for blockage in the device nozzle unit and air/water channel due to foreign debris (reprocessing issue, handling issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted clogging confirmed inside nozzle unit and air/water channel. The customer reported issue could be confirmed. Service repair noted the clogging inside the nozzle unit could not be removed during the incoming inspection. Device needs to be repaired. Further inspection findings the following observations were noted: switch 1 (sw1) noted damaged. Aw-cylinder has discoloration. S-cylinder has discoloration. Due to adhesive peeling on a-rubber (insertion part), insulation resistance value at distal end does not meet the standard value. Objective lens has a crack. Lg lens has a crack. Adhesive on a-rubber has a crack. Connecting tube has a buckling. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to damage on channel tube (ch-tube) , channel cleaning brush cannot inserted smoothly. Image lens slightly foggy. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.